Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/20/2019. The customer reported that replacing the external o2 sensor and cable corrected the issue.

Event description:
The customer reported that the unit was alarming high oxygen. Additionally, it was reported that the unit was failing the extended self test for "relief valve cracking pressure out of range" and "exhalation valve test failure". There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26may2019, date of report : 29may2019. Correction: the device was in use at the time the reported event occurred; however, there was no patient harm. Patient information could not be obtained submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.